Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of approximately 800 mg/dl with ketones that resulted in an emergency room visit on (B)(6) 2025. Cause was not known. Reportedly, due to the elevated bg, the customer reported "lame"[ness] and "mental unsteadiness" although specific issues were not clarified. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.